Manufacturer narrative:
The lift was functioning at the time of incident as designed. The pcb was upgraded from a v5 to t565 in october 2018 and the upgrade requires the stairlift to stop within line of sight of the powered hinge when the hinge is lowering. Previously the powered hinge did not require line of sight. Additionally the stairlift will no longer automatically stop on any charge point located within 1.5 m of the hinge activation point (line of sight point) while using the arm toggle switches. The stairlift will still automatically stop on the charge point using the remote controls. The customer did not like how the powered hinge with a t565 pcb functioned and opted to stop the lift above the powered hinge and walk down the remaining five steps. The customer was informed of the changes to the power hinge's functionality three times prior to the incident and chose not to operate the lift as it was designed. At this time, acorn does not see that there is any root cause that requires our attention.

Event description:
Customer called into acorn stairlifts, inc. (Acorn) on 11/11/2019, stating that on (B)(6) 2019 while walking from the mid-level landing down to the bottom, they fell down the stairs and cutting their right leg on the raised hinge. The injury ended up infected and required wound care weekly for seven months.